Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient reached out with a por message on both programmer and insr. Patient sent the rep a photo of an informational por. It was reviewed how to clear it. Patient observed this about a week ago. Patient has lost stimulation and unable to turn on. Also patient reported no surgical procedures recently that may have caused a pour but did get an electric blanket. Discussed w/ caller to try to avoid stimulation area w/ blanket turned on.